Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise in the ventricular channel was observed during follow-up. All the measurements were in normal range. Patient's condition was good and will be monitored with follow-ups.